Event description:
It is reported that the pt is presenting with pain and swelling and has been aspirated to rule out infection. It is also reported that she has not regained full mobility in her left knee.

Manufacturer narrative:
Eval summary: surgical notes and x-rays were not provided to study the fixation. With the available info, the probable cause for pt's pain/swelling cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.